Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, one on laparoscopic resection, the nails were broken when the lung was being disconnected, and could not be closed normally after being replaced with the 60-straight nail. The third staples were poorly formed, had an incomplete staple line distally and they sutured again to fix the staple line. They replaced with new products to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was fully fired. Strike marks were noted in distal end of the loading unit functionally the loading unit was loaded into the listed instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, when on laparoscopic resection, the first staples were poorly formed, had an incomplete staple line distally and they sutured again and oversewed to reinforce the staple line. The second staples were broken. They replaced with new products to complete the case.